Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that there was presence of foreign in the forceps elevator this is attributed to insufficient reprocessing. The nozzle is clogged, though it cannot be certain that foreign material is the cause of the clogging, and therefore water removal ability does not meet the standard value. Other observations for the device are: forceps elevator wire (k-wire) is completely cut off; connecting tube, distal end cover (c-cover), and suction (s) cover have a scratch; s-cylinder is shaved; angulation is low; knobs have play; and adhesive around the lenses is superficially peeled. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
This device is an olympus loaner asset returned by the customer after use with no reported malfunction. There is no harm reported to any patient or persons. Upon inspection and evaluation of the returned device, it was observed that there was presence of foreign in the forceps elevator this is attributed to insufficient reprocessing. There is also clogging of the nozzle; however, it cannot be confirmed that foreign material is the cause of the clogging. This medwatch is being submitted for the presence of foreign in the forceps elevator as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. The foreign material in the device could not be identified. Since the device is an olympus loaner asset returned by the customer without any malfunction reported, there is no record of reprocessing information available from the customer. Possibly, reprocessing of the device was not performed at the facility prior to return. However, there could be a possibility that the device was used in a procedure while foreign material was present on the device. Though, customer generally inspects the device prior to use in a procedure.